Event description:
It was reported that a pta balloon dilatation catheter had loose and broken fibers upon removal from the pt. The device had been used for post dilatation of bare metal stents. After the third inflation to 22 atm (rbp is 24 atm) was performed, the pta balloon appeared to be constricted. The device was removed without incident. Upon removal, loose and detached fibers approx 4 to 5 cm in length were observed, however, none appeared to be remaining in the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number to date. The sample has not been returned to the MFR to date. The investigation is currently underway. This event involves two devices and is associated with the same pt in the event reported under MFR report no. 2020394-2009-00410.